Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited the high out-of-range shock impedance measurements greater than 150 ohms and fluctuated between 150 and 165 ohms. It was noted that the lead was programmed to initial polarity. Technical services (ts) discussed troubleshooting/programming options, and recommended lead revision. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead was explanted due to out-of-range shock impedance measurements. The implantable cardioverter defibrillator (ICD) was also explanted, and the patient underwent a system upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The rv lead will not be returned, as it was retained by the hospital.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited the high out-of-range shock impedance measurements greater than 150 ohms, and fluctuated between 150 and 165 ohms. It was noted that the lead was programmed to initial polarity. Technical services (ts) discussed troubleshooting/programming options, and recommended lead revision. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.